Event description:
During intubation, as the blade is used to clear the airway, the blade made a crack noise. They finished the intubation successfully. Pulled the blade out of the patient. When the blade was out, the right tip of the blade broke off at the seam. On the left side, there is a crack that shows where it would have broken as well. There is no indication of injury to patient or user.

Manufacturer narrative:
The device was returned for evaluation. Confirmed blade tip breaking off at camera. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.